Manufacturer narrative:
Date of event is unknown. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported that the patient¿s system was explanted. The reason and date of explant is unknown.